Event description:
It was reported that the customer was admitted to ICU several months ago for three days with dka. It was indicated when the old catheter was taking out, the customer noticed it was kinked and bent in two. Which would stop the delivery of insulin and the pump did not sound any alarm. The bent cannula kept occurring many times causing several episodes of high glucose and sickness.